Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that her first implant migrated 2 inches down, its been a year. The patient reported that the ins needed surgical intervention to address the ins migration. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the circumstances that led to the migration was having the ins for several years and loosing weight. Nothing has been done to resolve the issue as the patient isn't going to gain weight back. The issue is not resolved. The only plan is to take both old implants out and replace in a better area.